Event description:
It was reported that during the procedure, when the fiber was attached to the console and the laser irradiated, it became unusable with a sound. A complaint was also received that the blast shield was burnt and the fiber was defective. The procedure was completed using another fiber without patient complications. The fiber was returned and analysis identified a fractured connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported defective fiber event as analysis identified a connector fracture. The fiber was received in one piece. Microscopic inspection of the fiber tip indicated it was clipped. Analysis identified the light coming through the connector face was distorted, indicating a connector fracture. The functional testing was performed, and a very dim aim beam was observed. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, during use or during reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The customer mentioned that an abnormal sound was heard and that the blast shield was burned. It is likely that the fiber had a microfracture and when connected to the console, it caused the fiber to blow resulting in the blast shield burning and the fiber becoming unusable. The instruction for use (IFU) states, hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.